Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) (united states) informed cook on 28mar2023 of an event involving a retracta detachable embolization coil (rpn: mwcer-35-14-10, lot: unknown). It was reported that when the user attempted to deploy two coils, neither would detach. There were no adverse effects reported to the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to the lack of lot information available. Sales records to the user facility were reviewed, in which four potential lot numbers were identified. It should be noted that there were no complaints for the same failure mode associated with these lot numbers. Cook also reviewed product labeling. The current instructions for use [t_mwcer_rev6] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence gathered from a review of the dmr, IFU, and the DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product return, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the junction zone was not in the correct position at the time of attempted detachment, but this cannot be definitively confirmed without additional information. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that retracta detachable embolization coils would not detach during a embolization procedure on an unknown patient. The physician attempted to deploy two coils, and neither would detach. A third retracta detachable embolization coil was used to complete the procedure successfully. It was noted by the user that other retracta coils were used in the patient during this procedure and worked as expected. The patient did not experience any adverse effects due to this occurrence. The complaint device and lot information were discarded by the facility.

Manufacturer narrative:
Occupation: interventional radiologist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.